Event description:
The ge field service engineer reported that the high voltage tank failed during a preventative maintenance arch test. This would result in no x-ray for the customer. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank and snubber assembly was replaced. The system was then found to be operating as intended.